Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement. The manufacturers service engineer confirmed the reported problem. The service engineer reported a replacement blower and blower motor controller pcb board has been ordered for service.